Manufacturer narrative:
Analysis was performed onsite service personnel which included interviewing the nursing staff regarding the reported issue. The nurse on the night shift had reported the issue; however, the current staff had not experienced any problems and believed the issue was not equipment related. The staff believed the nurse may not have been familiar with the equipment. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was most likely due to user training. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the intellivue mx500 patient monitor indicating that the pulse oximetry was not reading correctly. It is unknown if the device was in clinical use on a patient at the time of the event. No adverse event was reported.